Event description:
It was reported to philips that the system gave an alert indicating some stand movements were not available, which can impact geometry. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.